Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during a colonoscopy procedure performed on an unknown date. According to the complainant, the lid of the biopsy cap opens during removal of a radial jaw forceps and slip tip syringe. Additionally, the biopsy valve leaks. The physician was sprayed on his face. Reportedly, the physician was wearig personal protective equipment and wiped his face with soap and water. The procedure was completed with the original seal biopsy valve. There was no serious injury nor adverse patient effects reported as a result of this event.